Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the device had error code 133.6080 was confirmed during log review; however, the issue could not be replicated during laboratory testing. The suspect pcu was powered on in the ¿as-received¿ condition, no issues or error codes were observed. Power cycle (on and off) the suspect pc unit twenty (20) times in the ¿as-received¿ condition and after charging the battery for twenty-four (24) hours could not reproduce the reported error code. Battery conditioning test performed noted no errors observed which indicates the charging circuitry is operating as expected. A review of pcu error log observed an error code 133.6080.0 (backup_speaker_failure) recorded on august 27, 2025 at 12:23 pm. The event log showed that the system alarmed for error code 133.6080 immediately after power on self-test (post) sequence the time the error code was recorded. The battery log showed that the system was last connected to ac power on july 4, 2025, at 12:43 pm, making a period of 54 days without being connected to an ac source until the recorded error date of august 27, 2025. The bd alaris pc unit (pcu) software runs in self-checking programs prior to and during operation. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. Per bd alaris user manual v12.3.2, before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least sixteen (16) hours. This ensures proper battery operation when the bd alaris system is first setup for patient use. The power cord should be connected to an external ac power source whenever possible while operating the instrument. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: the device was disassembled for this investigation. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 133.6080. There was no patient involvement.